Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the device did not meet expected longevity. It was also reported that the left ventricular (lv) outputs were higher than normal. The device was explanted and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: performance data collected from the device was received and analyzed. The device was pre/approaching elective replacement indicator (eri). Concomitant products: 5076 implantable pacing lead, (B)(6) 2007; 6947 implantable tachy lead, (B)(6) 2010. (B)(4).